Event description:
Report received of an over-delivery. The customer indicated that the event was the result of an operator error in programming the drug concentration. On an unspecified date, the pump was programmed to deliver morphine 1mg/ml instead of the intended concentration of 5mg/ml in the pca only mode. The remaining programming parameters were unspecified. The programming error was not discovered until "a shift of two" later, when the nurse noted that the pt's "vitals and breathing didn't look good". The pt was treated with one unspecified dose of narcan, and required no other medical interventions. The customer reported that the "pt outcome was fine and was discharged." Though requested, the customer declinded to provide additional info.